Event description:
It was reported that the high voltage coil impedance on the right ventricular (rv) lead interrogated a high value for one day. Subsequent lead impedance trended normal values. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted 2012 (B)(6); 3093-28 lead implanted 2004 (B)(6); 3023 ipg implanted 2001 (B)(6); 3095-10 extension implanted 2001 (B)(6). (B)(4).